Event description:
In 2009, during routine f/up visit, a fracture was found on the rv lead. Noise was reproduced with arm movements and subclavian crush was suspected. The physician opted to delay lead replacement, due to patient high inr levels. The patient expired in the next day. When the patient arrived at the ER, he was pulseless and without respiration. The physician reported the cause of death was cardiac. The patient's wife stated that he was working outside.

Manufacturer narrative:
Noise detected by the device leading to the 1st hv shock. Devices will not be returned.